Event description:
It was reported that this pacemaker exhibited undersensing and loss of capture (loc) due to rv lead perforation. In addition, a hybrid cardiac surgery procedure was performed. This pacemaker was explanted, replaced with the same model and was discarded in the facility. No additional adverse patient effects were reported.